Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life (eol) indicator after 39.8 months of service. It was reported that the device's last automatic capacitor reform (acr) occurred approximately seven months prior to eol. It also was reported that the device displayed a beginning of life (bol) battery indicator three months prior to eol. There was no history of pacing or high-voltage therapy delivered by the device. A boston scientific technical service consultant (ts) explained that it is not normal that the device would have gone from a middle of life (mol) battery indicator to eol, and recommended device replacement. There was no report of adverse patient effects. Another guidant ICD was implanted without reported incident.